Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On (B)(6) 2025, the patient experienced dizziness, confusion, shakiness, and seizure activity. According to the patient, the episode began as a mild tremor and progressed into intermittent, severe shaking lasting approximately 10-12 hours. The patient was not aware of her cgm readings during this time and reported receiving no high or low glucose alerts from her dexcom receiver. No blood glucose meter testing was performed at home. Concerned that the symptoms might suggest the onset of parkinson¿s disease, the patient¿s husband transported her to the emergency room. Upon arrival, the patient¿s bg meter value was an unspecified high reading, which she could not recall. She stated that her cgm was also displaying an unspecified high glucose value. During the hospital evaluation, medical staff reviewed the patient¿s dexcom receiver and informed her that the device ¿had not been giving alerts for the last couple of days.¿ the patient reported being diagnosed with ¿uncontrollable hyperglycemia which caused her seizure.¿ she stated that seizure activity continued intermittently for approximately 14 hours while hospitalized. The patient was treated with IV fluids and insulin injections and remained admitted for four days until her glucose levels stabilized. She was then discharged home. At the time of the report, the patient stated she was ¿fine.¿ no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure.